Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -15.50/+1.50/172 diopter, in the patient's right eye (od) on (B)(6) 2004. The lens was explanted on (B)(6) 2016 due to lens opacity (anterior/posterior subcapsular and nuclear), which was noted on (B)(6) 2015. The patient experienced blurred vision, glare and halos. Cataract surgery was performed and an iol was implanted. At last post-op visit on (B)(6) 2016, the patient's best-corrected visual acuity was 20/50 +1.

Manufacturer narrative:
The lens was returned dry in a lens case/vial. Visual inspection of the returned product found a piece of one haptic broken off. There was evidence of clear surgical residue on the product. (B)(4).

Manufacturer narrative:
Conclusion: the pre-existing "grainy peripheral cortical clouding" was listed on the form and that condition might have caused the cataract development since it is well known that opacities start as vacuoles and clefts between the lens fibers and progress towards anterior, posterior or equatorial cortex. It should be noted that at the time of surgery the patient was (B)(6) and per dfu indications: "visian® implantable collamer® lenses (vicl) are indicated for use in phakic eye treatments in adults 21-45 years of age", and therefore, there is no sufficient safety and effectiveness data to support implantation in patients. Given all this information, observed lens opacity and subsequent cataract development was age related (patient factor) and not caused by the device. (B)(4).